Manufacturer narrative:
The pump gave a compromised force sensor system alarm during the basic occlusion test due to a loose/protruded drive support disk. The pump was received with minor scratches on the lcd window, a cracked reservoir tube, a cracked reservoir tube lip, a broken belt clip slot, and broken battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm prime rewind. Customer's blood glucose at time of incident was 12.5mmol/l. The customer stated insulin is squirting out during the manual prime. The customer stated they are receiving a compromised force sensor alarm. Customer stated that pump was not bumped or dropped and no water contact. The customer stated the drive support cap appears normal. Customer didn't press the cap while connected. The customer was advised that the device would be replaced. The customer was asked verbally and in written form to return broken pump for analysis.